Manufacturer narrative:
The device associated with this report was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of product to examine and insufficient product information. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be reopened.

Event description:
Patient was revised to address tibial loosening. The post of the keeled titanium tray was not cemented at the time of implantation. Competitor's cement was used at the primary surgery. Poly wear was discovered intraoperatively.